Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file states the patient is not completely satisfied with their vision or the cost of the surgery. Due diligence has been performed in an attempt to obtain further information on this event. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a patient was not completely satisfied with the vision; the vision was not as good as hoped. The patient apparently also had macular edema after the operation. But he was also dissatisfied with the cost of the surgery. Additional information has been requested and received stating that patient experienced hyperopia and did not respond in a goal directed manner. Had been on dexa gentamicin eye drops 5x daily. Surgery for right eye was planned for 17-may. Additional information received stating that the diagnosis was found to be epithelial edema. Patients symptoms had been restored. Eye drops was used as a medical intervention.